Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
No marking for the vocal cords with tubes size 5, 5.5, 6 three item numbers are concerned - 100/134/050, 100/134/055; 100/134/060. 10 unused samples are available per item number. No adverse patient effects were reported.

Manufacturer narrative:
Customer contact phone number: (B)(6). Device evaluation in progress.

Event description:
It was reported that portex endotracheal tubes did not have markings on the vocal cords with sizes 5, 5.5, and 5.6. The product problem was observed upon opening of the package. No patient injury or complications were reported in relation to this event.